Manufacturer narrative:
Method - the complaint device was not returned. We have not received other similar complaints for the given lot number. Results - one potential contributing factor in this situation may be due to improper fitting of the rt040 full face mask onto the patient. The rt040 mask is new to the market and many users are in the process of converting from an existing competitors mask to the rt040, and may not be familiar with the sizing and fitting of this new mask. Conclusions - fisher & paykel healthcare marketing is actively developing an improved in-service program to address the potential for improper fitting. This program will be implemented shortly. We have received similar complaints and we are currently trending this at an occurrence rate of approx 0.014%.

Event description:
A hospital reported, that the seal of a rt040 face mask separated whilst on a patient. It was reported that the vision ventilator began to alarm low tidal volume and low pressure. The patient reportedly de-saturated from 100% to 90% o2 saturation. The patient was unaffected by this incident and the only intervention was the mask being switched. No patient injury was reported.